Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (rse) inspected the system onsite and confirmed that the geo movement partly available. The fse identified geo pc takes 25 minutes to boot up due to issue with its power supply during boot up. During troubleshooting, fse replaced the geo ipc and tested the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the geo movement was partly available on the allura xper fd10 system and that the device took twenty-five minutes to boot up. The system was not in clinical use and no harm has been reported. Philips has started an investigation of the complaint.